Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead was placed and dislodged twice. The patient was in atrial fibrillation so it was decided to remove the lead and not implant an atrial lead. No patient complications have been reported as a result of this event.